Manufacturer narrative:
Results of evaluation: conclusion: the instrument was recycled repeatedly and it functioned as intended; the incident could not be repeated.

Event description:
During an unknown procedure, the red arming button on the trocar would not stay armed. A second device was opened to complete the case. There was no consequence to the pt.